Event description:
It was reported that the patient experienced an inability to move their right leg a few hours post-op. The patient had complete sensation in the leg but could not move it. A CT scan was performed to check for stroke but nothing was noticed. Neural monitoring was also happening during the implant and nothing abnormal showed there. The patient had to be hospitalized due to the issues. Paralysis of the right leg was reported. As of (B)(6) the patient could move their leg again. They couldn¿t move it 100% but could wiggle their toes, rotate their ankle, and lift their leg somewhat. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, : product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Follow up information reported that the patient¿s implantable neurostimulator (ins) remained implanted and they were receiving effective therapy. It was unknown what the cause of the leg weakness was from. Should additional information be received a supplemental report will be filed.